Manufacturer narrative:
A physio control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device logged a critical event code and is not passing the self-test. The event code is indicative of a device issue that could result in a partial loss of defibrillator output energy due to a loss of the negative or positive portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no patient use reported with the event.